Event description:
The product complaint report shows the customer alleged the device displayed an error code during a pre-pt check-out. Further evaluation of the vent showed that water discovered inside the exhalation compartment. It was also discovered that the bacteria filter heater was inoperative. It is believed that the filter heater's malfunction contributed to the water in the system. The customer reported that the ac plug had been pushed into the heater housing which prevented a proper electrical connection. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.